Event description:
It was reported that the patient went to the ER (emergency room) as the patient was coaching soccer and had a ball hit them in the chest. The patient reported then receiving four shocks but did not pass out. At the ER the device was checked. It was found that there was an older alert for atrial impedance warning that had triggered (B)(6) 2016 and was programmed to vvi mode and did not appear to be using the atrial lead. It was noted that there was possible atrial undersensing due to sensitivity programming. Additionally, the shocks were possibly inappropriate therapy due to svt (supra ventricular tachycardia). The atrial lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.